Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the sleeve stuck in the up position in the reported problem area of the pippette assembly. The tip clamps were replaced and the sleeve was cleaned. The instrument was inspected, tested without further problem, and returned to service.